Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been hospitalized. The contact requested assistance with shutting the pump off and declined to provide further information regarding the event. Although multiple attempts were made to contact the customer for additional information, the customer did not reply to the requests.